Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully. Blood glucose was 184 mg/dl.